Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia to 311 mg/dl after announcing a smaller-than-actual high-carbohydrate meal while using the ilet system, with glucose stabilizing after monitoring as instructed. Symptoms included high blood glucose without acute complications. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included troubleshooting and education regarding correct meal announcement. Investigation of this case revealed user-related meal announcement error leading to high glucose, with device performance not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect meal size selection.